Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the user was unable to select an item when attempting to select the item. The customer stated that this malfunction occurred when user trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to select the item while trying to issue the medications. The technical support specialist (tss) called the pharmacist and instructed on how to find and approve/deny medication on rx verify. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the user was unable to select an item when attempting to select the item. The customer stated that this malfunction occurred when user trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.